Event description:
Date of event is unk. Further clarification has been requested for the exact date of the event. The user reported a split in the pumping segment section of the infusion set during use. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The administration set has been requested for investigation, but not received to date.

Manufacturer narrative:
(B) (4). (B) (4).